Event description:
Caller reported that the pump screen was frozen and unresponsive to input, although the touchscreen was neither cracked nor shattered. Blood glucose level was displayed as "high," but the specific value was unknown. The customer administered a correction bolus via the pump and did not require third-party assistance. Technical support provided instructions for resetting the pump, which the caller chose to follow, resulting in the issue being resolved and the screen becoming responsive once again.